Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (implant coil detached from the pushwire). Detachment was not initially reported. As received, the implant coil was found detached from the pushwire within the introducer sheath. The axium prime pushwire was found bent at the proximal end. In addition, the pushwire was found broken from the proximal end but retained together by a pulled release wire. All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the pushwire became damaged during removal of the axium prime coil from within the dispenser track. The implant coil likely detached due to the break in the pushwire with the release wire pulled back. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of cerebral aneurysm, the load indictor of the axium pusher was found bent after the device was removed from the package. New device was opened to continue. No medical intervention was required. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire and found within the introducer sheath.